Event description:
It was reported that this right atrial (ra) lead was observed to be dislodged during x-ray examination. The physician decided to reposition the lead. This lead remains in service. No additional adverse patient effects were reported.